Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met product specification.

Event description:
The nurse reported when the surgeon was removing the handpiece, the vacuum dropped, the chamber collapsed, and a posterior capsule tear occurred. Multiple attempts were made for more information on the event and patient status with no response to date.